Manufacturer narrative:
Pr#: (B)(4). Patient information was requested and the customer stated the patient information is not available.

Event description:
The customer reported the ventilator stopped ventilating while in use on a patient. The customer reported there was patient involvement with no harm to the patient.